Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during testing. However, the reported problem could not be duplicated. The digital board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.